Event description:
Venous needle dislodged on floor, blood pump speed 400 ml. No alarms going off. Rn taking other pt off. Tech in unit also visually noticed blood on sheets. Pt never lost consciousness; replaced with 2 units of blood. Alert oriented upon departure.